Event description:
It was reported that the patient was 4 months post op. And was having pain. Dr said the patient was working pretty hard and getting around alot prior to the nail breaking. The broken nail was removed and a new one was implanted.

Manufacturer narrative:
The associated complaint devices were not returned. Per the photos attached to the complaint, the intertan nail fractured into two pieces. Without the actual product returned, we are unable to reach an conclusion to why the nail fractured. A clinical evaluation was conducted and insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed.